Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis revealed blood/body fluid in the outer tubing overlay, and also noted that the lead was stretched; full lead was returned for analysis.

Event description:
It was reported during the implant procedure that the lobes of the lead would not deploy. The physician decided to use a bipolar lead instead. The lead was not implanted. No patient complications have been reported as a result of this event.